Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse, that the nail is broken. Implantation was on 06/06/2014. Revision was on (B)(6) 2014.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Mechanical damages ¿ drill marks ¿ and scuffed off coating at the lateral edge of the anterior bridge had been caused by contact with the step drill. Such damages may cause additional notch effects. In this case it could not be determined if the drill marks had reached into the origin of the breakage line. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner. Significant material deformation of the inferior edge of the proximal drill hole at medial identified high axial load application. High load may have contributed to the origin of an incipient crack at lateral. High load application had contributed to seizing on the lag screw. A high load peak, e.g. Stumbling or a fall, may have separated the posterior web. Received x-rays revealed that the nail had broken after an implantation period of approx. 3 months. The lag screw had lateralized and the proximal implant system had collapsed. According to found damages on nail it was suggested that high load had been applied. Referring to available information a more precise statement was not possible from technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
It is reported by the nurse, that the nail is broken. Implantation was on (B)(6) 2014. Revision was on (B)(6) 2014.